Manufacturer narrative:
The package insert warnings section states "potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." In addition, the possible adverse effects section states "loss of fixation malfunction, disassembly, pull-out, or bending, fracture, loosening or migration of the implant or instruments." Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a screw head splayed during surgery, the screw was removed and replaced successfully, however, a surgical delay in excess of thirty minutes occurred. The actual duration of the delay is unknown.